Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit alarmed gas loss. There was no patient harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse was unable to duplicate the reported issue. The fse stated that the catheter used during alarm was not made available for inspection. The fse then ensured proper connection of all related fittings. All leak tests passed without issue. The fse then performed calibration, functional and safety checks. The unit passed all functional and safety checks to factory specifications. The unit was returned to the customer and cleared for clinical use.

Event description:
N/a.